Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial#: (B)(6), implanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dis) regarding a patient with an implantable pump. It was reported that medtronic staff reported that during the operation, they found that the connector inside the catheter was bent. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a distributor (dis) indicated that the operation that the patient had was an implantation surgery of the pump. The serial number of the patient's pump was not provided. The implant date of the patient's pump was (B)(6) 2025. The cause of the connector inside the catheter being bent was not determined.